Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was above 600 mg/dl. Elevated bg was addressed by a correction bolus via the pump.